Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having trouble changing their stimulation intensity. Patient said all of a sudden their stimulation setting was down to 2 and they couldn't get it back up. Patient also said they could not even feel the stimulation in their body. Patient said when they tried to turn stimulation back up, they would get a message that said 'settings not available, cannot provide desired intensity setting.' Patient asked if the controller needed the recharger attached in order to connect to their ins; agent reviewed the controller can connect wirelessly if the ins is charged. Patient was using their controller with the recharger attached and confirmed the ins was fully charged (they got poor connection while on the call a few times, but had been able to reposition to excellent connection). Patient mentioned they only had one group. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue; patient thought their hcp may have retired/left, but was going to contact their office and try a couple of numbers they had for mdt reps. Agent provided and explained use of nas phone number for healthcare provider office to call if needed.